Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (pantry near the dryer). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 262 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 103 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the pantry near the dryer. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 200 262 113 106mg/dl. Customer is calling for her daughter. Customer is concerned that her daughter's meter is reading too high. I asked customer if she is experiencing symptoms of high/low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between: 85-103mg/dl fasting. I asked if there was any recent changes in medication. Customer states that her daughter finished a steroid pack a month ago and was eating cough drops.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (pantry near the dryer). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 262 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 103 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the pantry near the dryer. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling for her daughter. Customer is concerned that her daughter's meter is reading too high. I asked customer if she is experiencing symptoms of high/low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between: 85-103 mg/dl fasting. I asked if there was any recent changes in medication. Customer states that her daughter finished a steroid pack a month ago and was eating cough drops.